Event description:
Additional information was provided noting the event resolved.

Manufacturer narrative:
Additional information: b.5., g.1.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of bleeding is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a postoperative xen®45 gts event described as "follow up bleeding, fish oil was ceased as it was thought it may be the cause of the bleeding" for unknown eye.